Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation.

Event description:
Medtronic received information that during the implant of this 29 mm transcatheter bioprosthetic valve, due to a septal bulge, the valve moved aortic upon release resulting in severe paravalvular leak (pvl). A second valve was successfully implanted in a deeper position. No adverse patient effects were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.